Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d1, d4, d11, g1, g3, g4, g7, h1, h2, h4 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating into surrounding tissue/organs. The patient reported becoming aware of these events approximately sixteen years and seven months post implant. The patient also reports pain and psychological injury. According to the medical record the patient has a history of chronic obstructive pulmonary disease (copd), coronary artery disease, obesity and was scheduled for gastric bypass surgery. The filter was placed via the right common femoral vein and deployed in the infrarenal area of the ivc. A postprocedural follow up image confirmed the correct appearance and position of the filter. A computed tomography (CT) scan was performed approximately fifteen years and three months post implant and submitted for review approximately seventeen months later. The images revealed that the superior end of the filter is at the mid l2 vertebral body. The filter is tilted medially at the superior end and is tilted posterior at the inferior end and contacts the ivc wall. All the struts of the filter perforate the ivc up to 10mm. One anterior strut perforates the ivc wall at 4mm, one posterior at 9mm and two lateral at 6mm and 7mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 8mm and one posterior strut perforates the ivc wall 10mm and contacts the l2-l3 disc. No fracture fragments were identified. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation of ivc and into surrounding tissue/organs could not be confirmed or further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. The nature and location of the pain as not been reported at this time. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of chronic obstructive pulmonary disease (copd), coronary artery disease, obesity and the patient was scheduled for gastric bypass surgery. The filter was deployed via the patient's right common femoral vein. It was placed into the infrarenal area of the inferior vena cava (ivc). A postprocedural follow up image confirmed the correct appearance and position of the filter. Computed tomography (CT) scans done approximately fifteen years and three months after the index procedure were re-evaluated sixteen years and seven months after the index procedure. The images revealed that the superior end of the trapease filter is at the mid l2 vertebral body. The filter is tilted medially at the superior end and it does not contact the inferior vena cava (ivc) wall. The filter is tilted posterior at the inferior end and it contacts the ivc wall. All the struts of the filter perforate the ivc up to 10mm. One (1) anterior strut perforates the ivc wall 4mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 8mm and l2-l3 disc. One (1) medial strut perforates the ivc wall 9mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 10mm and contacts the l2-l3 disc. Two (2) lateral struts perforate the ivc wall 6mm and 7mm and reside within the soft tissues. Thrombus within the ivc or filter could not be evaluated in this non contrast study. No fracture fragments were identified. Additional information received per the patient profile form (ppf) states that the patient experienced tilt, perforation of filter strut(s) outside the inferior vena cava (ivc) and perforation of filter strut(s) into organs. The patient also experienced pain and suffered psychologically. The patient became aware of the reported events approximately sixteen years and seven months after the index procedure.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of all filter struts outside the wall of the ivc with multiple struts perforating into surrounding tissue/organs. The indication for the filter implant, procedural details and medical history have not been provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation of ivc and into surrounding tissue/organs could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all filter struts outside the wall of the ivc with multiple struts perforating into surrounding tissue/organs. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.